Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the melted bur guard was not provided. The reported condition of the device overheating during usage and melted bur guard could not be confirmed. Service replaced the bearings, nose cone, bearing stop, and other components, then did a clean lube, and adjust to the device and returned it to the customer.

Event description:
It was reported that the handpiece began overheating and melting the bur guard during a surgical procedure. There was no patient or user injury, and the case was completed successfully with another device.